Event description:
The manufacturer received information from a social media comment alleging sinus issues, migraines and a clogged and runny nose from usage of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from a social media comment alleging sinus issues, migraines and a clogged and runny nose from usage of the device. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: remedial action init (rfb), recall (z) number (rfb), (device) problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: model number (rfb) & catalog item identifier (rfb) updated. Box g:510k (rfb) updated.